Event description:
It was reported that pump displayed malfunction alarm code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset without recurrence of malfunction, was told to continue using pump, and was advised to call back if issue returned, which customer acknowledged and understood.